Event description:
It was observed that during the device evaluation, the flex video scope exhibited a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue. Due to c0201 - electrical/electronic component problem identified, the performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.